Manufacturer narrative:
Internal complaint reference case: (B)(4). The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. A drape clip was missing. The pin connector housing to the control board was missing, therefore the wires that are attached to the control board were exposed. The foot pedal was included.  A functional evaluation revealed that the device failed the weight test. The piston migration was at 2.0 inches. The reported failure of "exposed wires" was confirmed. The root cause has been associated with a stress problem. The failed weight test's root cause is associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded that these were repeat issues.

Event description:
It was reported that, the white part of the "spider 2 tenet" where the battery connects was showing the wires exposed. The incident occurred after the procedure; therefore, there was no patient involvement. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.